Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, a system check was started, and no issues were identified. Tandem customer technical support ultimately decided to send a replacement pump. The customer reverted to an alternate method insulin therapy.